Event description:
The customer stated that the buttons were not responding properly. The customer also stated that the screen went blank after a battery change. The screen came back up and the insulin pump alarmed battery out limit. Troubleshooting was performed and the problem continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the battery out limit alarm or the button anomaly due to the blank display.